Manufacturer narrative:
No malfunction of the device is suspected. The end user was not exercising caution while operating the power wheelchair on a van ramp and leaning too far forward and while not wearing the seat belt. Hoveround's owner's manual warns, "to reduce the chance of serious injury or death from falling from power wheelchair, do not lean excessively forward or sideways," and, "always use the seat belt."

Event description:
End user's spouse reports while operating the power wheelchair on a van ramp the end user leaned too far forward and fell. End user was not wearing the seat belt.